Event description:
Subsequent to the initial report being filed. A medwatch report was received stating the following: "the bmw universal ii wire was being used for an intervention. When the physician tried removing the wire, the tip became entangled in the stent struts. After many attempts at getting this wire lose, it frayed, and the tip detached from the remaining wire. The physician was not able to retrieve the wire tip out of the artery. To prevent any complications, he secured it in place by pinning it against two deployed stents." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with an implanted stent, resulting in resistance during removal of the wire. Additionally, it is likely that manipulation of the wire, when resistance was encountered, resulted in the tip separating and stretching. The separated portion of the wire was embedded into a vessel using a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E4 - initial report sent to FDA updated from no to yes. G2 - report source updated. H10 - related report number added.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with an implanted stent, resulting in resistance during removal of the wire. Additionally, it is likely that manipulation of the wire, when resistance was encountered, resulted in the tip separating. The separated portion of the wire was embedded into a vessel using a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. Post stent implantation, the ht bmw universal ii guide wire became caught in the implanted stent and was hard to remove. The tip of the guide wire broke off; therefore, a stent was implanted to embed the separated guide wire tip. There was no adverse patient sequela. No additional information was provided.